Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The manifold assembly was replaced to resolve the reported issue. Customer contact reports no patient information available. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in weak suction. There was no patient involvement.